Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5131706.

Event description:
It was reported that the patients lead was fractured.

Event description:
It was reported that the patients lead was fractured. Additional information was received that the patient was experiencing inadequate pain relief despite multiple reprogramming. It was noted that the lead also had high impedances. The patient underwent a revision procedure wherein one of the leads was replaced. The patient was doing well postoperatively and the explanted device was kept by the medical facility.